Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that there was a revision surgery due to a broken assembly screw. The revive parts replanted. Broken screw, locking cap, spacer, and proximal body were removed.

Event description:
It was reported that there was a revision surgery due to a broken assembly screw. The revive parts replanted. Broken screw, locking cap, spacer, and proximal body were removed.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection for returned device reveled that locking screw was broken from the threaded region starts. The breakage pattern suggest brittle fracture that occurs due to sudden load and lacking support to the implant. Furthermore, the mating surface of spacer are worn and damaged on one side suggesting overload. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. However, based on available x-rays, hcp stated that the x-ray shows a left shoulder in ap-direction with a disassembled hrs stem. The proximal body and spacer including the broken locking screw are disconnected from the distal stem. The x-ray shows that there is no bone support whatsoever for the proximal body. If it wasn¿t there at the time of implantation, it suggests off-label use. If the bone resorbed after implantation than it was on-label at the time of implantation. Please note that if during the revision the lack of proximal bone stock was not addressed, this adverse device effect is likely to repeat itself. Keep an eye on that in case we receive another complaint of the same patient¿s left-sided hrs. If any further information is provided, the complaint report will be updated.